Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis could not replicate the reported issue. The instrument was placed on a is 3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and to full extension. An additional observation found one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a prograsp forceps instrument, the forceps will not open to full extension. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.